Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During the procedure, cv surgeon feedback that j&j prolene 6-0 suture was snapped when he was performing CABG. However, there is no complaint device to collect back since the nurse does not keep the faulty suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Please clarify how many devices was used on this single procedure. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2024. Additional information was requested, the following was obtained: 1. Please provide lot number ans: ucbbta. 2. Please clarify how many devices was used on this single procedure ans: 1 unit. 3. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ans: the data is based on the purchase data on the available stocks in the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.